Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 24 mg/dl and was groggy. Patient did not require any unusual treatment. During troubleshooting, customer support found that the pump is not delivering basal rate as it is programmed. This complaint is being reported as the inaccurate delivery issue was not resolved, and the patient experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 9/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings:. The complaint was not confirmed. The last basal delivery and the last bolus delivery were on (B)(6) 2015. The black box shows a por event on (B)(6) 2015 07:47; deliveries resumed at 09:17. Pump history shows a 0.00u basal rate was set from (B)(6) 2015 at 23:20 until (B)(6) 2015 at 06:29. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No alarms occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.